Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (1 mg/ml, dose "0.048 mg/ml") and bupivacaine (1 mg/ml, 0.48 mg/day) via an implantable pump for non-malignant pain. On (B)(6) 2018, the patient experienced abdominal wound dehiscence so the pump and catheter were explanted on (B)(6) 2018. The patient was not experiencing any signs or symptoms of generalized infection. The patient's back and abdominal incisions were cultured, irrigated and closed. The reported environmental, external, or patient factor that may have caused or contributed to the issue was "potential poor hygiene". There were no known diagnostics or troubleshooting activities performed. The issue was resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found no anomalies. Analysis of the catheter (sn; (B)(4)) identified a hole which resulted in a leak during the pressurized leak test. The following codes apply to the pump; (B)(4). The following codes apply the catheter; (B)(4): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.